Event description:
A customer reported a malfunction with their pump, displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred. No additional information was received regarding the outcome of the event.